Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the impella 5.5 came out of position after the peel away sheath was used. The same impella 5.5 was re-implanted with another axillary kit. There was no reported harm to the patient.

Manufacturer narrative:
The investigation of positioning issues has been completed. The root cause of the positioning issue was most likely use related since the pump was dislodged during sheath removal.